Event description:
Related manufacturer reference number: 2017865-2022-05039. It was reported that during implant that a complaint of high pacing impedance was noted on the left ventricular (lv) lead. During implant the atrial (ra) lead was unable fixate into position. Physician elected to use another lv and ra leads and implanted them with no issues. The patient condition was stable.

Manufacturer narrative:
The reported event of high lead impedance was confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts. The lead connector passed insertion testing into the test ICD device, but failed to insert into the test df-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot.